Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients leads are bulging out through the neck. It was mentioned that the patient had dementia and has fallen off a hospital bed.

Event description:
It was reported that the patients leads are bulging out through the neck. Additional information received that the patient had lost significant weight and that is when they noticed the lead was slightly more visible when he turns his head. It was noted that the device did not break through the skin and continues to function properly. The patient does not have any pain or discomfort in this area and is experiencing excellent pain relief.